Manufacturer narrative:
E1: initial reporter facility name and phone: (B)(6).

Event description:
It was reported that coating damage occurred. The target lesion was located in the right lower limb. A 3.00mm x 150mm, 150cm ranger sl (dcb) was advanced for dilation. Prior to procedure, it was noted that a large amount of the drug on the outside of the balloon had leaked out. The physician continued to insert the balloon into the body, but it did not produce the desired effect. The procedure was completed with another od the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: the device was not returned to the complaint investigation site (cis) for analysis. The event cannot be confirmed. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of coating - damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unintended use error caused or contributed to event".

Event description:
It was reported that coating damage occurred. The target lesion was located in the right lower limb. A 3.00mm x 150mm, 150cm ranger sl (dcb) was advanced for dilation. Prior to procedure, it was noted that a large amount of the drug on the outside of the balloon had leaked out and fell off. The physician continued to insert the balloon into the body, but it did not produce the desired effect. The procedure was completed with another od the same device. There were no patient complications as a result of this event.